Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6) 2018, 17:09:38, pst ice batch user (batch_ice); (B)(6), complaint: (B)(4); complaint status: in process, mdt initial contact: (B)(6); customer called on (B)(6) regarding battery last less than one week on pump. He is using recommended batteries. Advised to uncharge internal battery after power error detected. If problem still exist advised him to call us back. Country: (B)(6), zip: (B)(6), input date: 06/20/2018, warranty start: 01/30/2017, warranty end: 01/29/2021, batch - (B)(4).